Event description:
Additional information indicates that patient experienced ineffective therapy, x-ray imaging revealed patients lead was fractured. Patient¿s ipg had reached end of life, and it is unknown if this occurred prematurely. Surgical intervention was undertaken on (B)(6) 2024 wherein patients' system was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Correction h11- should include: additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 4899324.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that surgical intervention took place on the patient's cervical system where the ipg and lead were explanted and replaced. The reason for replacement surgery is unknown at this time. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.